Event description:
The reporter indicated that while attempting to implant a 13.2mm vicm5_13.2; -12.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023, the lens was stuck in the plunger and/or cartridge or injection system and was noted to have tore during injection/delivery into the eye. The lens was not implanted. There was patient contact but no injury. Lens was not implanted. Intraoperatively the lens was replaced with a same length lens and the problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).